Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the patient was under anesthesia and undergoing a transesophageal echocardiography (tee) procedure. In the middle of the procedure, the transducer prompted a usacquisitionhw_40 error. The doctor was going to repeat the procedure; however, the patient refused to go through it again and left the lab. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
No adverse event. Lot # and expiration date not applicable. Not an implant. Updated. Investigation: the complaint was investigated for an error message during mid-procedure when using the z6ms transducer. The transducer was returned, and investigation was performed. The system error was found during the investigation. The cause of the issue was determined to be gastro flex thermistor fault, caused by insufficient reliability; this is related to design. Improvements to the gastro flex trace were implemented into forward production, since march 2017. The defective transducer returned from the customer site was manufactured prior to the corrective action. The issue at the customer site was resolved by replacing the transducer via the service process. Complaint reference #: (B)(4).